Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid and blood leak coming from the needle cartridge of the coulter lh 500 hematology analyzer. Customer reported that they ran start up and quality control (qc) and then several samples at which time they noticed the leaking blood. Customer reported that approximately 10 ml of bloody fluid leaked. Customer reported that the leak was not contained within the instrument customer reported that all quality control was within specifications customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubings at valves vl-13 and 40. The fse bleached and cleaned the needle area and adjusted the tube forward sensor.

Manufacturer narrative:
(B)(4).